Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department for fatigue and dyspnea. Lab tests were performed finding the patient's hemoglobin and potassium levels were 3.4 and 3.3 respectively. The patient's lactate dehydrogenase (ldh) and plasma hemoglobin levels were within normal limits. Their international normalized ratio (inr) was within the therapeutic limits at 2.3. The patient was given 6 units of packed red blood cells and their hemoglobin level rebounded to 7.4. The patient was stable. A small bowel enteroscopy was performed and the bleeding was found to be due to a localized hemorrhagic mucosa with stigmata on the proximal jejunum at approximately 160cm. The bleeding did not resolve despite two clips, bipolar cautery, and epinephrine injection. The area was tattooed. The patient was discontinued on aspirin indefinitely and the patient will be monitored for re-bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The plan of care was to continue monitoring and re-scope if there was a re-bleed. Aspirin was discontinued. The submitted log files captured the pump operating as expected, and no atypical events were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26jul2021. No further information was provided. The manufacturer is closing the file on this event.